Manufacturer narrative:
Concomitant: product ID 8596sc, serial# (B)(4), implanted: 2014-(B)(6), product type catheter. Product ID 8709, serial# (B)(4), implanted: 2007-(B)(6), product type catheter. Product ID 8840, product type programmer, physician. (B)(4).

Event description:
It was reported that a patient went to the healthcare professional (hcp) office on the date of the report and they took out 4 different types of medication from the pump and filled with dilaudid (hydromorphone). After the hcp put the dilaudid into the pump, they reportedly told the patient that ¿it wasn¿t working¿ and sent the patient home. The patient did not know what exactly was not working and it was never clarified for the patient. Additional information received reported that when the dilaudid was put in the pump, the concentration was changed from 3.4 mg/ml to 10 mg/ml and a bridge bolus was appropriately programmed; however, the secondary drugs were not removed from the clinician programmer. The manufacturer¿s representative was planning to show the hcp how to do this on 2014-(B)(6). The patient was reportedly doing ¿fine¿ medically, but that she seemed confused as to the ¿problem¿ after the refill. The pump was used to infuse dilaudid; formerly it had also infused fentanyl, clonidine, and bupivacaine (unknown) as secondary drugs. No outcome, or clarification of what "wasn't working", were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.